Manufacturer narrative:
(B)(4). Batch # = m92j08. The analysis results found that the mcm20 was received in good condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. However, the lockout mechanism was not functional. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: how much bleeding occurred during procedure (please quantify amount)? About 100 cc was it necessary to give the patient any blood products? No. How was bleeding controlled (for example, was a new device used to control bleeding)? By another device. Was bleeding controlled during this same procedure? Yes. If not, when was bleeding controlled? Was patient brought back to surgery to control the bleeding (reoperation)? No. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a hepatectomy procedure, during the intervention, the device didn't clip and cut the vessel (hepatic artery and suprahepatic). The clip was removed and was necessary to activate hemostasis due to leakage. It is unknown how the procedure was completed.